Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the pre-implant device interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red warning screen for a no 2 digit error code indicating that "initial device check was unsatisfactory." The device would not be interrogated. Boston scientific engineering review of the device data log files confirmed that the device had been exposed to excessive magnet applications. This caused the device to go to elective replacement indicator (eri) and then end of life (eol). Technical services (ts) recommended that the device should not be implanted and returned for evaluation.

Event description:
It was reported that during the pre-implant device interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red warning screen for a no 2 digit error code indicating that "initial device check was unsatisfactory." The device would not be interrogated. Boston scientific engineering review of the device data log files confirmed that the device had been exposed to excessive magnet applications. This caused the device to go to elective replacement indicator (eri) and then end of life (eol). Technical services (ts) recommended that the device should not be implanted and returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was received sealed in the sterile packaging. Memory analysis confirmed that the device reached end of life (eol) due to excessive magnet application. Analysis determined that the device was functioning normally and the premature battery depletion was due to excessive magnet application.